Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection receptacle was evaluated and repaired. The system was tested and found ot be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and intermittent image display functionality. There is no report of a pt injury or death associated with this event.